Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 104 mg/dl, 189 mg/dl, 57 mg/dl, 43 mg/dl, and 41 mg/dl. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.